Manufacturer narrative:
H6: added investigation conclusion code 4315.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and vascular trauma.

Event description:
The following was reported to gore: on (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2021, a follow-up imaging revealed a distal type I endoleak in the right leg and a dissection at the distal end of a contralateral leg which was implanted in the right limb. On (B)(6) 2021, the right internal iliac artery was embolized and a contralateral leg was implanted to the right external iliac artery. The patient tolerated the procedure. The physician stated cause of dissection was unknown.